Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with intraocular pressure (iop) and blurred vision in both eyes (ou) post treatment. Prednisone 40 mg, and oral steroid was prescribed by rheumatologist. The patient experienced loss of best corrected visual acuity (bcva). The patient complained of dry eye and felt much better after being placed on combigan to be taken every two hours (q2h) for one day and twice a day (bid) thereafter. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2018: right eye pre-op 20/20 -9.75 x -2.25 x 20; left eye pre-op 20/20 -9.75 x -3.00 x 160. Bcva from (B)(6) 2019: right eye post-op 20/40; left eye post-op 20/40.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.